Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via email of a transfer guard anomaly from the reservoir. The customer's blood glucose level was unknown. The customer's mother stated that 3 reservoirs did not allow insulin to pass into the tubing when connected to the infusion set. Two of the reservoirs would not detach from the transfer guard. The customer will be sent new reservoirs.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out the catheter tip. No occlusion was noted.